Event description:
Surgeon reports patient has had recurrent dislocations and would like to put in a constrained liner. Surgeon decided to perform a posterior approach surgical technique to change out the 36mm 0 degree liner to a constrained liner. After exposure the liner was removed with an osteotome. The constrained liner trial was used with a +8 mm head trial. Satisfied with the stability the new corresponding components were implanted and the surgical site close.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to pathology per or protocol. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Manufacturer narrative:
An event regarding dislocation involving a trident liner was reported. The event was confirmed. The reported device was not returned. Medical records received and evaluation review of the records indicated that the root failure mode is an adverse combination of patient-related factors (the initial fall) and procedure-related factors (the required osteosynthesis for fracture repair) and is not device-related. Device history review indicated that the reported device was manufactured and accepted into final stock with no discrepancies. Complaint history review. There have been no other events for the reported lot ID. The reported dislocation was confirmed. No x-rays or devices were returned. A medical review concluded that the root cause of the reported event is a combination of patient and procedure-related factors, and it no device related.

Event description:
Surgeon reports patient has had recurrent dislocations and would like to put in a constrained liner. Surgeon decided to perform a posterior approach surgical technique to change out the 36mm 0 degree liner to a constrained liner. After exposure the liner was removed with an osteotome. The constrained liner trial was used with a +8 mm head trial. Satisfied with the stability the new corresponding components were implanted and the surgical site close.